Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("during a dilation and curettage procedure, it was discovered that the essurecoils had migrated to uterine cavity/ malposition of essure device location of device (uterine cavity)/ migration of essure device (uterine cavity)") and uterine haemorrhage ("abnormal uterine bleeding") in a 50-year-old female patient who had essure (batch no. 721040) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 2 ( (B)(6)2000 and (B)(6)2003), cholecystectomy in may 2016, d & c on (B)(6)2016, endometrial ablation in 2010, gastroesophageal reflux disease and augmentation mammoplasty in 2004. Denied smoking. Previously administered products included for an unreported indication: codeine sulphate, penicillin¿s and iodine. Past adverse reactions to the above products included syncope with codeine sulphate, iodine and penicillin¿s. Concurrent conditions included hyperplasia adrenal, loop electrosurgical excision procedure since 2013, cervix injury since 2014 and alcohol use. Family history included stroke (father (2007)), breast cancer (mother), cerebrovascular accident (father), hypertension (father), type ii diabetes mellitus (maternal grandmother) and heart disease, unspecified (maternal grandfather). Concomitant products included colecalciferol (vitamin d3) since 2010, multivitamins and norethisterone (norethindrone) from september 2016 to november 2016. On (B)(6)2010, the patient had essure inserted. In 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual)"). In july 2016, the patient experienced pelvic pain ("mild to severe infrequent abdomen/pelvic pain"), the first episode of abdominal pain ("mild to severe infrequent abdomen/pelvic pain") and coccydynia ("mild to severe infrequent tailbone pain"). On (B)(6)2016, 6 years after insertion of essure, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). In september 2016, the patient experienced bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). In october 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required) and the second episode of abdominal pain ("abdominal pain"). The patient was treated with surgery (underwent a diagnostic hysteroscopy) and surgery (endometrial ablation). Essure was removed on (B)(6)2016. At the time of the report, the device expulsion, uterine haemorrhage, the last episode of abdominal pain, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, dysmenorrhoea, dyspareunia, pelvic pain and coccydynia outcome was unknown. The reporter considered bladder disorder, coccydynia, device expulsion, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, urinary tract disorder, uterine haemorrhage, vaginal haemorrhage, the first episode of abdominal pain and the second episode of abdominal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 18.7 kg/sqm. Hysterosalpingogram - on (B)(6)2010: total bilateral occlusion pregnancy test urine - on (B)(6)2016: negative (B)(6)2010 hysterosalpingogram : the fallopian tubes appear to be occluded. Irregularity of the uterine cavity is consistent with history of ablation. (B)(6)2016 us abdomen complete impression: multiple gallstones. Consider hida scan for evaluation of cystic duct obstruction if clinically warranted. Multiple hepatic cyst (B)(6)2016 CT abdomen pelvis without and with contrast impression: hepatic and renal cysts. Correlate for history of autosomal dominant polycystic kidney disease left adnexal cyst is identified likely arising from the left ovary measuring up to 1.7 cm. Heterogeneous appearance with prominence of the uterus lower uterine segment, cervix a vaginal soft tissues. Essure device is noted bilaterally in the upper aspect of the uterus with hypoattenuation along the periphery likely related to fluid tracking along the device. Findings are concerning for a primary gyn related malignancy. Further evaluation with pelvic ultrasound and gyn consultation recommended 1.3cm fluid containing structure in the left aspect of the vaginal canal, indeterminate if this is related to necrotic soft tissue. A cyst or. Related to infection. Indeterminate sclerotic and lytic lesions within the l5 and t11 vertebral bodies respectively concerning for bony metastases (B)(6)2016 us pelvis and transvaginal: endometrial fluid collections surrounding essure device left adnexal simple cysts edema and soft tissue fullness of the cervix and vagina are better appreciated on cross sectional imaging. Concerning the injuries reported in this case, the following one/ones were described in patient's medical recordes: confirms abnormal uterine bleeding. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("during a dilation and curettage procedure, it was discovered that the essure coils had migrated to uterine cavity") and uterine haemorrhage ("abnormal uterine bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant) and abdominal pain ("abdominal pain"). The patient was treated with surgery (underwent a diagnostic hysteroscopy). Essure was removed on (B)(6) 2016. At the time of the report, the device expulsion, uterine haemorrhage and abdominal pain outcome was unknown. The reporter considered abdominal pain, device expulsion and uterine haemorrhage to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("during a dilation and curettage procedure, it was discovered that the essurecoils had migrated to uterine cavity/ malposition of essure device location of device (uterine cavity)/ migration of essure device (uterine cavity)") and uterine haemorrhage ("abnormal uterine bleeding") in a (B)(6) year-old female patient who had essure (batch no. 721040) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 2 ((B)(6) 2000 and (B)(6) 2003), cholecystectomy in (B)(6) 2016, d & c on (B)(6) 2016, endometrial ablation in 2010, gastroesophageal reflux disease and augmentation mammoplasty in 2004. Denied smoking. Previously administered products included for an unreported indication: codeine sulphate, penicillin¿s and iodine. Past adverse reactions to the above products included syncope with codeine sulphate, iodine and penicillin¿s. Concurrent conditions included hyperplasia adrenal, loop electrosurgical excision procedure since 2013, cervix injury since 2014 and alcohol use. Family history included stroke (father (2007)), breast cancer (mother), cerebrovascular accident (father), hypertension (father), type ii diabetes mellitus (maternal grandmother) and heart disease, unspecified (maternal grandfather). Concomitant products included colecalciferol (vitamin d3) since 2010, multivitamins and norethisterone (norethindrone) from (B)(6) 2016 to (B)(6) 2016. On (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual)"). In (B)(6) 2016, the patient experienced pelvic pain ("mild to severe infrequent abdomen/pelvic pain"), the first episode of abdominal pain ("mild to severe infrequent abdomen/pelvic pain") and coccydynia ("mild to severe infrequent tailbone pain"). On (B)(6) 2016, 6 years after insertion of essure, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). In (B)(6) 2016, the patient experienced bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). In (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required) and the second episode of abdominal pain ("abdominal pain"). The patient was treated with surgery (underwent a diagnostic hysteroscopy) and surgery (endometrial ablation). Essure was removed on (B)(6) 2016. At the time of the report, the device expulsion, uterine haemorrhage, the last episode of abdominal pain, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, dysmenorrhoea, dyspareunia, pelvic pain and coccydynia outcome was unknown. The reporter considered bladder disorder, coccydynia, device expulsion, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, urinary tract disorder, uterine haemorrhage, vaginal haemorrhage, the first episode of abdominal pain and the second episode of abdominal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 18.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Pregnancy test urine - on (B)(6) 2016: negative . (B)(6) 2010 hysterosalpingogram : the fallopian tubes appear to be occluded. Irregularity of the uterine cavity is consistent with history of ablation. (B)(6) 2016 us abdomen complete impression: multiple gallstones. Consider hida scan for evaluation of cystic duct obstruction if clinically warranted. Multiple hepatic cyst (B)(6) 2016 CT abdomen pelvis without and with contrast impression: hepatic and renal cysts. Correlate for history of autosomal dominant polycystic kidney disease left adnexal cyst is identified likely arising from the left ovary measuring up to 1.7 cm. Heterogeneous appearance with prominence of the uterus lower uterine segment, cervix a vaginal soft tissues. Essure device is noted bilaterally in the upper aspect of the uterus with hypoattenuation along the periphery likely related to fluid tracking along the device. Findings are concerning for a primary gyn related malignancy. Further evaluation with pelvic ultrasound and gyn consultation recommended 1.3cm fluid containing structure in the left aspect of the vaginal canal, indeterminate if this is related to necrotic soft tissue. A cyst or. Related to infection. Indeterminate sclerotic and lytic lesions within the l5 and t11 vertebral bodies respectively concerning for bony metastases (B)(6) 2016 us pelvis and transvaginal: endometrial fluid collections surrounding essure device left adnexal simple cysts edema and soft tissue fullness of the cervix and vagina are better appreciated on cross sectional imaging. Concerning the injuries reported in this case, the following one/ones were described in patient's medical recordes: confirms abnormal uterine bleeding. Most recent follow-up information incorporated above includes: on 2-feb-2018: new events added: abnormal bleeding (vaginal, menorrhagia), bladder or urinary problems or changes, dysmenorrhea (cramping), dyspareunia (painful sexual), mild to severe infrequent abdomen/pelvic pain, mild to severe infrequent tailbone pain. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.